Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain the ipg pocket site. Surgical intervention took place on (B)(6) 2019 and the ipg pocket was revised, which addressed the issue. Postoperatively, the patient is reportedly receiving effective therapy.